Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 556 days after a coronary drug eluting stenting treatment procedure, the pt had a stent thrombosis (st), and 586 post index procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.0x10mm, 80% stenosed, and mildly tortuous lesion in the 1st obtuse marginal branch (om1) with direct placement of a taxus express2 2.75x16mm drug eluting stent. It was noted that thrombus was present in the target lesion pre-procedure. Residual stenosis was 0%. The pt was discharged 2 days later on aspirin and plavix. At 556 days post index procedure, the pt was admitted and underwent diagnostic coronary angiography, which revealed a st. It was noted that there was incomplete apposition of the stent detected as well. No intervention was performed at that time. The pt was discharged 3 days later. At 586 days post index procedure, the pt was admitted and underwent another coronary angiogram which did not reveal a st at this time. Per the physician, the st was considered resolved on this date. On the same date, a non-bsc stent was placed in the om1 for focal in-stent restenosis of the previously placed taxus stent. The pt was discharged the next day. The physician assessed the relationship of both st and tvr to the taxus stent as probable.